Event description:
After 30 minutes of pacing catheter manipulation, pericardial effusion was noted on the intracardiac echo. The ensite catheter was removed from the left atrium and a pericardiocentesis was performed, removing 250cc of blood and resolving the effusion. The patient was stable when transported from the lab.